Manufacturer narrative:
The outcome of the surgical intervention was that this rv lead could not be easily removed. The helix would not retract from the body tissue. The physician elected to explant this lead and successfully implanted a new rv lead. If new information becomes available, this report will be further evaluated and updated. The investigation is considered closed at this time.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit loss of capture several months after initial implant. The patient had not experienced any falls or dizziness. The local area sales representative confirmed there had been no asystole that had occurred. The physician planned to re-position the lead.